Manufacturer narrative:
(B)(4). Device manufacture date: march 29, 2016 ¿ march 30, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed the pcm shipping tab was not removed from the pcm. According to the product directions for use, the pcm shipping tab must be removed from the pcm before connecting the device to the patient. Failure to remove the shipping tab will cause continuous infusion and patient may receive higher than intended basal dose of pain medication. After the pcm shipping tab was removed, functional flow testing was performed and passed successfully with no issues relating to the reported condition. The cause of the reported condition was determined to be a user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor with a patient control module (pcm) overinfused solution. The device delivered 200 ml of naropeine in 15 hours. The flow rate of the device was set to 7 ml/hour. The reporter stated that the pcm shipping tab was not removed from the pcm before connection of the infusor to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.